Manufacturer narrative:
Event date: unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with an artificial urinary sphincter (aus) due to urethral atrophy, leading to a device explant procedure. The patient later underwent a procedure to implant a new aus device to treat urinary incontinence. No patient complications were reported.